Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 120 mg/dl. At time of call on (B)(6) 2016, the customer feels well and did not report any symptoms. Customer stated the test strips were giving readings in the 200-300 mg/dl range. Customer stated these results were too high for him and that his normal glucose range is 120 mg/dl. Customer stated he went to the doctor because of the high results the meter was giving him. Customer stated he then went on a strict diet and lost 30 pounds. Customer stated this was happening around (B)(6) of this year. Customer stated that he does not have any more strips left. Customer stated that he is still using the trueresults meter and was advised to discontinue using the trueresult meter and truetest strips. Strips lot # ps2535 (not on recall). During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 10/14/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6).